Manufacturer narrative:
Correction h6: health effect - clinical code.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against one of four leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 9020525, product family: drg, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 9020525, product family: drg, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 9020525.

Event description:
Related manufacturer reference number: 1627487-2023-03979, 1627487-2023-03980. It was reported during a surgery for new pain the patient requested the c5-c6 leads to be repositioned to a new location and while doing so the additional two leads came out as well. As a result, all four leads were replaced. The patient experienced breathing issues due to anesthesia and was observed overnight. At the post-op appointment, the patient had no further issues and is receiving effective stimulation.